Manufacturer narrative:
Additional information: d10, h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a crack on one of the sides of the minicap. Damaged to the interior just in the part where the crack was located was identified. The reported condition was verified. The cause of the condition was determined to be due to a molding issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap with povidone-iodine solution was cracked and resulted in a leak. This was identified after completing peritoneal dialysis (pd) therapy when the home patient (hp) was disconnecting from the pd cycler and was applying the minicap. At this time, the hp discovered that the cap was cracked when a leak was observed. No crack was noticed prior to use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.